Event description:
It was reported that the procedure was to treat an 80% stenosed, heavily calcified lesion in the heavily tortuous distal left anterior descending (lad) artery. The 3.0x12mm nc trek balloon dilatation catheter (bdc) failed to cross the lesion and the shaft separated. As the separated portion was outside the patients anatomy, the bdc was removed without reported issue. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Another bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required.